Event description:
Hospital personnel responded to a patient in cardiac arrest. According to the reporter, the device intermittently displayed "connect electrodes" and impaired analysis. A backup defibrillator on the scene was used immediately but the patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending clinicians's assessment of the patient's viability and the immediate availability and use of a backup defibrillator.